Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that multiple unspecified alarms occurred and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The cartridge was changed to resolve the issue. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.